Manufacturer narrative:
Mckesson medical imaging company has determined that the root cause of the problem is that some radiology residents at the jewish general hosp inappropriately invoked the "save final" button instead of the "save preliminary" button. Both the "save final" and "save preliminary" buttons were enabled for the radiology residents' role due to a software defect, when only the "save preliminary" button should have been enabled. Consistent with the common practice at teaching hospitals and the workflow presented in the device's user guides, the "save final" button is intended to be used by accredited radiologists who overread the preliminary reports created by the radiology residents. If a radiology resident makes a gross misdiagnosis in their preliminary report and clicks "save final", it will not be overread by an accredited radiologist and could lead to significant harm to the pt. Mckesson medical imaging company customer support will work with potentially affected customers to apply a technical solution to address this issue.

Event description:
On (B)(4) 2012, a customer reported that two radiology residents were able to save a preliminary report as a final report although they did not have authorized permissions to do so. Over the course of a month, investigation of the problem continued but no other occurrences were identified. However, monitoring continued. On (B)(6) 2012, the customer reported that the problem recurred. There was no harm to patients reported in both complaints.